Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated that the date of the patient¿s system replacement has not been determined yet. They stated that the system remains implanted until replacement at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient lost therapy 2-3 weeks ago. The rep checked impedances and they are high. Contacts 0-3 are between 1600-5200 ohms. Additional information was reported that the cause of the high impedances was not determined, but the lead is nearly 20 years old. The patient will be referred to a neurosurgeon for a full system replacement. The issue has not been resolved at this time. No further information was reported.